Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure (wobble of rigid endoscope coupler) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the wobbling rigid endoscope was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a loose/wobble coupler attached to a rigid endoscope. The issue was found during a therapeutic procedure, which was completed with the same device. There were no reports of patient harm.